Event description:
On (B)(6) 2011, customer reported that the act-diff instrument was leaking approximately 4ml of fluid from the baths. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a clot in the baths drain tubing and replaced the tubing. Repair was verified per established procedures and results met published performance specifications. The root cause of the leak is attributed to a clot in the baths drain tubing.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).